Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. The balloon was inflated for 5 seconds and ruptured during the second inflation. Subsequently, a 4.00mm flextome small peripheral cutting balloon was advanced for dilatation. Initial inflation was 5 seconds at 8 atmospheres then the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was non tortuous and highly calcified. The introducer sheath was a 6f. The device was stuck in the lesion and was removed with strong force which cause the shaft to break. The broken shaft was removed with a snare.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 4mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. The balloon was inflated for 5 seconds and ruptured during the second inflation. Subsequently, a 4.00mm flextome small peripheral cutting balloon was advanced for dilatation. Initial inflation was 5 seconds at 8 atmospheres then the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.